Manufacturer narrative:
Service provider reports having inspected the device, and determined it to remain fully operational with no signs of a malfunction having occurred. The end-user reported having misjudged their proximity of the device to the doorway opening, and impacted their leg into the door frame while attempting to traverse through the opening. Report indicates the end-user sustained an fx to their right tibia as a result. The end-user made no claims or allegations of the device having malfunctioned or deviated in any way to have contributed to this event. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Received report stating while the end-user was maneuvering their device through a doorway, they inadvertently impacted the doorframe with the device, resulting in an injury requiring medical intervention.